Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. The elecsys hbsag confirmatory test demonstrated that the patient sample result was false-reactive. Calibration and quality control data were reviewed and found to be within the manufacturer's limits. The customer results were reproduced during internal testing, with the patient sample yielding a reactive result of 3.84 coi on the elecsys hbsag ii assay. However, the reactive result could not be confirmed by the elecsys hbsag confirmatory test. False reactive results are a known occurrence with this assay, which has a clinical specificity of 99.98% for repeatedly reactive samples.

Event description:
The initial reporter alleged a discrepant result for one patient sample tested with the elecsys hbsag ii assay on the cobas e 801 analytical unit. On (B)(6) 2021, the patient sample was tested on the cobas e 801 and yielded an hbsag result of 4.16 coi (reactive) and an hiv duo result of 2.35 coi (reactive). On (B)(6) 2021, a new blood sample from the same patient was tested on the cobas e 801, yielding an hbsag result of 3.6 coi (reactive) and an hiv duo result of 2.15 coi (reactive). The same sample was subsequently tested on the abbott alinity system, which yielded an hbsag result of borderline with a confirmation test result of negative, and an hiv duo result of clearly negative.